Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer experienced an elevated blood glucose (bg) level of 580 mg/dl. At the time of the reported event, customer had not yet done anything to address the high bg. A new cartridge was loaded to resolve the issue.